Event description:
On (B)(6), 2013 it was reported that the patient was in the intensive care unit (ICU) and needed the vns device interrogated. The patient was admitted due to uncontrolled seizures. When asked when the event started, it was stated that this has always been a problem for the patient. The patient came to the ICU on (B)(6), 2013. The patient had the vns generator replaced. The explanted device will not be returned by the facility. Follow up with the site found that they heard the patient "fell and broke his generator" and was admitted to the hospital. Additional clarification was not provided on what was meant by "broke". It was stated that the generator needed to be replaced as soon as possible due to the patient's current seizure breakthrough despite being on medications and the patient's history. Prior to admission to the hospital, the patient attempted suicide by cutting his wrist. He then went to the emergency room for evaluation and was seen by social services. Afterwards, the patient went back to the care home where he developed seizure activity and was transferred to the ICU. The nurse stated that it was hard to say if the patient has a medical history of suicide attempts and the relationship to vnns was unknown. The patient suffers from a lot of mental disorders. Additional attempts for information were made; however, no other information was known or provided.